Manufacturer narrative:
Eval summary: the info provided was reviewed, however a definitive root cause could not be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported a small area of heterotopic ossification is noted on femoral pa and lateral x-rays.